Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no additional information was provided.

Event description:
It was reported from the that the pump alarmed air-in-line during an infusion of an unspecified medication. Although, it was reported that delivery of medication was delayed it did not contribute to, or result in serious adverse impact to elderly adult patient. The customer stated no further information is available.